Manufacturer narrative:
One 5f supreme ep catheter was received for evaluation. No visible anomalies were detected. Electrical testing revealed electrodes 1-4 displayed acceptable resistance values. Manipulation of the catheter confirmed stable resistance values. A review of the device history record could not be performed as the lot number is unk. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
Same case as MFR report number 3005188751-2011-00342. It was reported during a cardiac catheter ablation procedure for pre ventricular complexes (pvc), an effusion was noted. A right ventricular module was created using navx from the ensite velocity system and approx three to four radio frequency applications were performed in the rv outflow tract with generator setting of 15 watts. The physician then performed a retrograde approach using a safire blu catheter to map the left ventricular outflow tract. Heparin was administered upon left side access. Approx five to ten minutes after left side access, the pt's systolic blood pressure decreased from the mid 120's to the mid 80's. Echocardiography confirmed a 1.7cm effusion in the pericardial space. All catheters were removed and protamine and dobutamine were administered. The pt was observed for 30 minutes to see if the effusion would resolve. Upon weaning of the dobutamine, the pt's blood pressure started to decrease. A pericardiocentesis was attempted without success. The pt was then observed for some time and the effusion was resolving. The pt remained on dobutamine and left the lab in stable condition.